Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had a car accident after a reprogramming appointment with the patient¿s health care professional (hcp) and the manufacturing representative. It was noted that the patient had to turn the stimulation up to 4.2v before he felt stimulation. It was noted that the patient¿s stimulation was set at 5.6v on the left side and 2.9v on the right side. It was noted that the patient¿s left side intensity felt the same as the right side even though the right side was much lower. It was noted that normally, the patient felt it around 1.0v. It was noted that the patient rolled his truck driving back from the hcp office, which threw his girlfriend around in the truck and she landed on him pushing him towards the door.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).